Event description:
Customer reported r1547 steri-strip closures were applied to incision following left breast surgery. Alleged md told her she had an allergic reaction to the steri-strips and now has an infection. Reported md prescribed ciprofloxacin 500 mg 2x/day. No additional information available.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.